Event description:
It was reported that the patient implanted with spinal cord stimulator (scs) had one lead contact with high impedance. The patient needs magnetic resonance imaging (MRI) and the leads were replaced to be MRI compatible. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 13762665. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).